Manufacturer narrative:
(B)(4). The reported condition was not confirmed. However, an alternate failure was found during the investigation. The device was plugged into the generator and was recognized. However, when the device was tested for activation on simulated tissue, it produced regrasp alarms intermittently as pressure was applied to different locations on the button. Adhesive under the dome switch was found to cause this issue. The adhesive prevents the dome from making good electrical contact with the switch, which causes a regrasp alarm.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic proctectomy oozing was noted in a previously sealed area. An end tone, indicating a complete seal cycle, was provided by the generator in use. There was no patient injury as a result.